Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the root cause for the fall off could not be determined as the complaint could not be confirmed.

Event description:
Patient stated that her v-go fell off, when she was at work on (B)(6) 2019. Patient stated that she discarded the v-go.